Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma and rupture. Section e1. Initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old asian female patient underwent a primary breast reconstruction with a 450cc mentor memorygel breast implant and experienced a hematoma and rupture on the right side post-operatively. The patient noticed a bruise on the breast skin where CT images revealed a rupture. As a result, the patient underwent explantation on (B)(6) 2024, and replaced with a cpx4 tissue expander.

Manufacturer narrative:
On may 07, 2025, mentor received additional information regarding the patient's event. It was reported that in (B)(6) of 2024, the patient noticed a lump in her breast and proceeded to have a biopsy done to confirm whether or not there was cancerous tissue. Code f19-surgical intervention has been added to section h6-health effect - impact code. In addition, it was also mentioned that prior to the patient's explantation, the patient experienced generalized illness symptoms including eye swelling, hives, skin rashes, itching, inflammation, ulcerations, deformation in the chest area. H6 health effect - clinical code e2402: generalized illness. The patient also reported to have experienced tightness and tenderness three months after surgery. The code 2303-capsular contracture has been added in section h6 health effect - clinical code to document this additional information. Reason for device explant and/or reoperation: hematoma, rupture, capsular contracture, and generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 05, 2025, a photo evaluation for the device was completed. Photo evaluation summary: as the product involved in this complaint was not received, the device could not be analyzed according to our procedures. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).